Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a cannula blew off the syringe during wound closure penetrating the stroma causing a corneal abrasion at the end of a cataract procedure. No harm to the patient was reported. Additional information was requested, however, the reporter indicated he was unable to provide additional information. This is one of two reports for this surgeon.

Manufacturer narrative:
Additional information provided in device evaluated by manufacturer, event problem and evaluation codes, and additional manufacturer narrative. No sample has been returned for evaluation for the report of cannula blew off during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. There have been no changes to the design of the cannula. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes a luer taper test. Any non-conforming product found is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).